Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left cornua as it was embedded into the tissue') and genital haemorrhage ('bleeding') in a 28-year-old female patient who had essure (batch no. A33568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy ((B)(6) 2012), herpes simplex, urethral diverticulum and genital herpes. Concurrent conditions included urinary tract infection, mastitis, anorexia, diaphoresis, fatigue, fever, nausea, diaphoresis, hemorrhoids thrombosed, abdominal pain, menstrual cramps, upper abdominal pain, irritable bowel, rash on leg, headache, photophobia, migraine, dysuria, urinary frequency, dysmenorrhea, back pain, vaginal lesion, vaginal bleeding, vaginal discharge, bladder spasm, cramp in lower abdomen, ovarian cyst, uterine fibroid, constipation, diarrhea, sore throat, exposure to sexually transmitted disease, upper respiratory tract infection, blurred vision, post coital bleeding and adnexa uteri tenderness. Concomitant products included aciclovir (acyclovir), codeine phosphate;paracetamol (tylenol with codeine no.3), diclofenac, methocarbamol (robaxin) and sumatriptan succinate (imitrex df). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysteroscopy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: left tube - leaving 2 coils outside the ostia. Right tube - leaving 1 coil outside the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: there appeared to be venous dye on the xray, but no spillage from the fallopian tubes, confirming tubal occlusion. Ultrasound pelvis - on (B)(6) 2018: impression / plan- pelvic pain in female; dyspareunia, female; screening for malignant neoplasm of cervix. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Batch no : a33568, expiration date : 2015-07-31, manufacture date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left cornua as it was embedded into the tissue') and genital haemorrhage ('bleeding') in a (B)(6)-year-old female patient who had essure (batch no. A33568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy ((B)(6) 2012), (B)(6), urethral diverticulum and (B)(6). Concurrent conditions included urinary tract infection, mastitis, anorexia, diaphoresis, fatigue, fever, nausea, diaphoresis, hemorrhoids thrombosed, abdominal pain, menstrual cramps, upper abdominal pain, irritable bowel, rash on leg, headache, photophobia, migraine, dysuria, urinary frequency, dysmenorrhea, back pain, vaginal lesion, vaginal bleeding, vaginal discharge, bladder spasm, cramp in lower abdomen, ovarian cyst, uterine fibroid, constipation, diarrhea, sore throat, exposure to sexually transmitted disease, upper respiratory tract infection, blurred vision, post coital bleeding and adnexa uteri tenderness. Concomitant products included (B)(6), codeine phosphate;paracetamol (tylenol with codeine no.3), diclofenac, methocarbamol (robaxin) and sumatriptan succinate (imitrex df). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysteroscopy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: left tube - leaving 2 coils outside the ostia. Right tube - leaving 1 coil outside the ostium . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: there appeared to be venous dye on the xray, but no spillage from the fallopian tubes, confirming tubal occlusion. Ultrasound pelvis - on (B)(6) 2018: impression / plan- pelvic pain in female. Dyspareunia, female. Screening for malignant neoplasm of cervix. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.